Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. Instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.6 ¿inspection of the endoscope¿ describes how to inspect for the subject event. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Based on the visual inspection and functional test performed on the returned device, did not meet the standard specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited that the coat of the image guide insertion section pipe was peeled off (1mm2 or more). There was no patient involvement.